Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the entire catheter was replaced the day of report after inspection for a suspected problem. It was reported the patient displayed symptoms synonymous with decreased drug dose. It was stated that imaging of the patient was inconclusive in determining if the issue was device related prior to the procedure. It was noted that no damage was found or proved with the catheter or system. It was reported the patient recovered fully. The drug delivered by the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0206332055, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
Analysis of the catheter (lot no: unknown) found a kink caused the inner body lumen to occlude and holes from repeated flexing. The catheter was returned in 3 segments. There was a deeply melted area that leaked, and one of the ends of catheter segment 2 was crushed by a tool. There were 2 minor melted areas on segment 1. There was damage to the distal end of segment 2 where the end was uneven and jagged. There was slight fraying of the pet braid. There were 3 tool marks seen on the surface of catheter segment 2. There were 2 melted areas near the proximal end of segment 3. There were slice cuts seen on the proximal side of the anchor. The polyurethane layer of the catheter was cut through on the proximal side of the anchor on segment 3. The kinked areas were located .7cm and .9cm from the distal end of the anchor. These 2 kinked areas did not occlude during pressure testing when bent to a narrow radius. Another kinked area was located 1.5 cm form the distal end of the anchor, and this area did occlude when bent to a narrow radius during pressure testing. Another kinked segment was located right where the catheter emerged from the distal side of the anchor which occluded when bent to a narrow radius during pressure testing. Leaking was coming from this area when the kinked area was unfolded where there were 2 small holes.

Manufacturer narrative:
(B)(4).